Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6), 2009 the patient underwent a c4-c5 anterior cervical discectomy and arthrodesis with structural allograft and anterior instrumentation using the operating microscope. It was reported that as a result of this surgery using infuse the patient now suffers from chronic pain syndrome, neck pain, suboccipital headaches, and narcotic dependence.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a c4-5 anterior cervical discectomy and arthrodesis with structural allograft and anterior instrumentation using the operating microscope. The patient later returned home, but her pain and difficulties did not subside. Patient developed chronic pain syndrome, neck pain, suboccipital headaches, and narcotic dependence from prescribed painkillers.